Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). Pentaray navigational catheter, model #: d-1282-05-s, lot #: unknown. Soundstar catheter, model #: m-5723-05, lot #: unknown. (B)(4).

Event description:
It was reported that during a premature ventricular contraction (pvc) procedure, a pericardial effusion was noticed and confirmed by intracardiac echocardiography (ice). The ablation had not taken place yet. No treatment was administered to the patient. The patient was reported in stable condition. Additional clarification was requested on the event, but no additional information has been provided.